Event description:
Per complaint intake form, "pt went into respiratory arrest. Had to be put into a respirator." This was pt's first treatment after a hospitalization (diagnosis not provided). The pt had no complaints prior to the treatment. At (13:15) hemodialysis treatment initiated with settings uf goal 4000 ml and ufr 1000 ml/hr. Initial blood pressure (bp) 124/54 and heart rate (hr) 83. Ten minutes after starting the hemodialysis treatment, the machine was noted to have continuous and intermittent high conductivity alarms throughout the treatment and the device would be in bypass. At (14:00) bp 103/51, hr 83. Pt was noted to be resting comfortably and denied complaints. At (14:02) bp 91/43, hr 76. Fluid removed 765 ml. At (14:29) ufr turned off. At (16:00) bp 91/56, hr 86, ufr remains off. At (16:42) bp 81/43, hr 83. Ufr off. Pt complain of pain in his "rib area." Staff indicated uf decreased and 200 ml normal saline given without effect. Pt then had a level of consciousness change. All blood returned and oxygen given. Pt had a loss of pulse for 45 seconds and was apneic. AED applied and assisted breathing with an ambu bag started. Pt was alert to person and bp 101/48 upon transfer to the hosp via ambulance. Emergency department notes indicated the dialysis staff and pt reported too much fluid was removed. Diagnosis of weakness and dehydration. Pt was discharged the same day after eating and a fluid bolus.

Manufacturer narrative:
There was a report of a continuous and intermittent high conductivity with the machine going to bypass during the treatment. The facility biomed evaluated the device after the event and encountered a failed function test, flow errors, and was unable to verify the uf function. The fresenius regional equipment specialist (res) evaluated the device on (B)(4) 2013 and replaced valve 34 which was stuck closed. Subsequent test were passed. Further eval of the device issue is required to determine the relationship between the device and event. A medical review was performed on the available medical records and discharge summary from his hospitalization.